Event description:
It was reported that patient underwent a total elbow arthroplasty on (B)(6) 2012. As the impactor was being used, part of the material of the impactor fractured and fell into the patient's wound and had to be retrieved.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot identification necessary to review manufacturing history was not provided. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments number one states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." The user facility is outside of the united states. No medwatch report was received.